Event description:
It was reported that after the sheath was inserted, the clinician tried to insert the prepped intra-aortic balloon (iab) into the sheath. It was at that time, the balloon unwrapped and was unable to be inserted. As a result, both the iab and sheath were removed and exchanged with a datascope product. There were no reported patient complications.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.